Event description:
General report received of an unspecified number of documented incidents of air in the tubing sets. The tubing sets were being used to deliver unspecified solutions to emergency room patients prior to their admission to the hospital. After the patients arrived on the nursing floors, the tubing sets were reportedly found dry and air was noted in the tubing. No air was reportedly delivered to the patients. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Upon further examination of the tubing sets in the emergency room, nurses found the solutions had leaked, "from the incomplete seal where the tubing meets the adapter." Though requested, no additional information was provided.

Manufacturer narrative:
A representative device was received. Investigation is not completed. This report represents all the information known by the reporter upon query by hospira personnel.